Event description:
It was reported that the catheter broke. A direxion microcatheter was selected for use in an embolization procedure. Midway through the procedure, the catheter broke into two pieces. Both pieces were removed from the body and no additional intervention was required for removal. A second catheter was used to complete the procedure. No patient complications were reported and the patient was in stable condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a direxion infusion catheter in two pieces. The device guidewire was loaded in the distal portion of the separated pieces. Analysis of the tip, inner / outer shaft and hub / strain relief included microscopic and visual inspection. Inspection revealed a complete inner/outer shaft break located 19.3cm from the strain relief with an additional outer shaft fracture 118cm form the strain relief. The inner shaft was stretched 136cm from the tip. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the catheter broke. A direxion microcatheter was selected for use in an embolization procedure. Midway through the procedure, the catheter broke into two pieces. Both pieces were removed from the body and no additional intervention was required for removal. A second catheter was used to complete the procedure. No patient complications were reported and the patient was in stable condition post procedure.